Event description:
It was reported that non-sustained right ventricular oversensing was observed on the implantable cardioverter defibrillator (ICD). The origin of the oversensing whether noise, artifact or other was not clear. The patient was brought into clinic and programming changes were made to turn the low frequency attenuation (lfa) filter on. No re-occurrence of oversensing was seen following the changes. The patient was stable before, during and after programming changes.